Event description:
No additional information.

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review for lot 3240090 did not reveal any annotations or non-conformances during the manufacturing process related to this incident. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte needle retraction button requires multiple depressions to work. The following information was provided by the initial reporter: safety button on IV catheter does not immediately cause retraction of needle into handle when depressed. The needle will retract with repeated attempts at depressing the button.